Manufacturer narrative:
Device evaluation: analysis of the returned device identified; opening on anterior and brown particles. Leak test and microscopic analysis was performed which identified; striated opening curved and creases flat. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consistent in the use of some surgical tool.

Event description:
Healthcare professional reported right side voluntary recall "asymptomatic patient." Healthcare professional additionally reported right side "capsule contracture," baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure.

Event description:
Healthcare professional reported right side voluntary recall "asymptomatic patient." Healthcare professional additionally reported right side "capsule contracture," baker grade unknown. Device has been explanted.